Event description:
A lead extraction procedure commenced to remove an unknown number of leads. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. The lead was heavily calcified; therefore, the decision was made to abandon the extraction. No attempt was made to unlock the lld, and the lead, along with the lld, was cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the lead, which was cut and capped and remained in the patient. There was no alleged malfunction of the lld device in use during the procedure.

Manufacturer narrative:
A2) patient date of birth or age - not available from facility. A3a/a3b) patient sex and gender - not available from facility. A4) patient weight- not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D1) exact brand name is unknown; however this for an lld device. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. D10) no concomitant medical products available. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.